Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that they were feeling an "on/off vibrating buzz in their stomach when they lean forward, and had not felt it before. The patient did not have any falls or traumas associated with the event. They were in a wheelchair and had leaned back really far in their wheelchair, the day prior to the report, but did not think that did anything to their device. The patient stated that the therapy was helping them. They further stated their "gut" function was sometimes on/off due to their gastroparesis. The patient reported feeling like a cellphone on vibrate, but a ton stronger than that. They asked if the lead could come loose from the ins. It was recommended that the patient follow up with their healthcare provider (hcp). On (B)(6) 2018, it was reported that the battery started shocking the patient¿s stomach. This was a massive failure and they stopped eating. They also experienced excruciating pain. A new ins was put in. No further complications were reported or anticipated.